Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On february 24, 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not power on. The patient indicated that the alleged meter issue started in 2009, during the morning time. As a result of the alleged issue, the patient continued to take his usual dosage(s) of diabetes medications. The patient takes glipizide. A couple of days later, at an unspecified time, the patient claimed that she developed symptoms of feeling jittery, dizzy, and numb. The patient denied receiving treatment as a result of the reported issue. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged meter issue began.